Event description:
It was reported that left ventricular lead fractured. High impedance and oversensing were also noted. The left ventricular lead was replaced. It was also reported that the right ventricular lead fractured. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.